Event description:
It was reported that during an unknown procedure, when the device was used to clip on the cystic artery, the clip fell out. The jaw did not close properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, ejecting the remaining clips and then, the instrument locked out as intended. However, it could not be determined what may have caused the finding. No incident related to the reported event was observed during the batch record review.